Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of dart detachment.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a procedure performed on (B)(6) 2023. During the procedure, the dart detached. The suture was left on the right ligament, and the physician could not retrieve the dart. To date, the attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful.